Event description:
It was reported the handpiece was set aside because of an unknown issue. There was no information available. There was no patient consequence. There was no patient or procedure information available. The device was a demo.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). Initial visual inspection did not revealed any issues. However, when the handpiece was tested for functionality, the serial number stored in the internal memory did not match the serial number marked in the connector. When the hand piece was disassembled, evidence of refurbished component replacement was noted. Internal components were different from the ones used at the current ees manufacturing process.